Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced possible under delivery anomaly. The customer's blood glucose value was 283 mg/dl at time of incident. The customer's current blood glucose was 101 mg/dl. The customer reported battery issue. The customer thinks there is delivery anomaly due to under delivery. The customer stated that they were not able to upload to carelink. The product was not returned for analysis.